Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD), right ventricular (rv) defibrillation lead, and right atrial (ra) pacing lead was experiencing inappropriate shocks due to oversensing of noise on all three electrograms. Both the rv shock and rv pacing impedance measurements were varying, with the rv shock impedance rising to an out of range level. The ra pacing impedance was stable. Also, all daily measurements were found to be steady and stable. The patient was noted to have a good underlying rhythm. Upon removal of the rv lead an insulation abrasion was noted just distal to the proximal coil and on the nearby portion of the ra lead.